Event description:
It was reported that the user experienced multiple episodes of low glucose in a single day while using the ilet bionic pancreas, with lows recurring after meal announcements and small carbohydrate treatments; device data review indicated minimal insulin delivery following announcements and no evidence of excessive correction. Symptoms included low blood glucose. Outcomes included user-initiated oral carbohydrate intake, including escalation from approximately 12 grams every 15 minutes to 30 grams to maintain glucose levels, and user anxiety.

Manufacturer narrative:
Investigation included user education and troubleshooting as well as internal review of available device data. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the available information. It was concluded that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.